Manufacturer narrative:
Method: actual device not returned; results: the blocker jamming is most likely related to the mechanical engagement between the threading of the blocker and complimentary threading within the tulip of the screw implicating misalignment, cross threading, and/or residual stress on the construct. The cause of the residual stress and/or misalignment of the blocker is unknown. Conclusion: the mantis redux blocker was reportedly jammed intra-operatively. The surgeon attempted to remove the blocker, but was unsuccessful. The surgery was delayed for approximately 50 minutes. There has been no reported post-operative harm. The product was not returned for inspection because the blocker remains implanted. Additional information was requested several times, but the information was not obtained.

Event description:
It was reported that the case was a trauma mantis case. The patient had an l1 fracture and the surgeon was fixing from t11 to l3. The case was completed smoothly until the last blocker was inserted. Though it was inserted and final tightened, the anti-torque key slipped as it got to 12n of torque while the registrar was tightening it. The surgeon took over and it slipped again. He then tried to take the blocker out but it was stuck. The case was delayed for around 45-50 minutes while the surgeon tried to extract it. His thinking was that if a revision was needed, there needed to be a correctly inserted blocker in the screw head. After 50mins the blocker was still stuck, so the surgeon decided to leave it there as it was already final tightened.

Event description:
It was reported that the case was a trauma mantis case. The patient had an l1 fracture and the surgeon was fixing from t11 to l3. The case was completed smoothly until the last blocker was inserted. Though it was inserted and final tightened, the anti-torque key slipped as it got to 12n of torque while the registrar was tightening it. The surgeon took over and it slipped again. He then tried to take the blocker out but it was stuck. The case was delayed for around 45-50 minutes while the surgeon tried to extract it. His thinking was that if a revision was needed, there needed to be a correctly inserted blocker in the screw head. After 50mins the blocker was still stuck, so the surgeon decided to leave it there as it was already final tightened.